Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio) and the restoris pst/tfs total hip system. The surgeon was attempting to finish reaming the acetabulum, but the reamer handle bound up. The reamer motor was powered on, but the reamer would not spin. The surgeon evaluated the reamed area, and determined that it was sufficient to place the cup. The reamer handle could not be removed from the end effector, however. Therefore, the surgeon placed the cup and impacted manually. The surgeon used the rio to measure cup inclination and version, and was satisfied with final cup placement. Metal pieces were found in the reamer handle and end effector once the reamer handle was removed. An x-ray was taken of the patient joint, and a small metal fragment was observed. The surgeon decided to leave the fragment in place because attempting to retrieve it would cause more damage to the patient's tissue.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. The evaluation is ongoing, and a supplemental report will be filed when results are obtained.